Manufacturer narrative:
Visual examination of the returned device revealed that the device had a few minor scratches, stickers and sticker residue on the right panel. Also a sticker beneath the mode knob. Functional evaluation found the device was within expected tolerance. The cause of the reported malfunction is undetermined.

Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in 2006 that an endostat ii electrosurgical unit was used during a procedure (patient gender, age and weight are unknown). According to the complainant, it was reported that " low output". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".